Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "speaker issue" was reproduced as stifled sound. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the rear case. The rear case requires to replace to address this issue. The reported problem "failed upstream occlusion" was not reproduced. A review of the event history log revealed "upstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of specification ultrasonic sensor readings. The upstream sensor requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had speaker issue and failed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.